Event description:
On 6/2/2025, an FDA medwatch notification was received via email. A facility representative reported that an ar-12990n knee scorpion needle sheared and broke. The needle was removed and confirmed the two pieces were retrieved. This was discovered during a procedure in (B)(6) 2025. Additional information requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error due to striking the bone or using excessive force to pass the needle through fibrous/calcific tissue, breaking the needle and causing a blockage within the shaft.